Event description:
It was reported that a patient underwent a percutaneous coronary intervention (pci) procedure to treat a 3-vessel disease. The patient had an rca (right coronary artery), cfx (circumflex coronary artery), and lad (left anterior descending artery) diseased vessels. A shockwave c2 coronary lithotripsy (IV) catheter was only used in the lad and was treated last. Following a successful ivl treatment, the physician used a 3.0mm non-compliant (nc) balloon for post dilatation. The nc balloon ruptured so another nc balloon was used. However, extravasation was observed outside of the target vessel due to a perforation in the artery. The physician used covered stents to close the perforation. It was reported that the patient's condition started to decline so extracorporeal membrane oxygenation (ECMO), which is a form of life support, was provided. Pericardiocentesis was also performed to remove fluid from the pericardial sac. The patient was then taken to the operating room (or) because blood was still coming from the heart drain and not from the lad. This was confirmed via angiography imaging. The patient is still in the hospital but now off ECMO. The patient is reported to be neurologically alert.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported event, the patient experienced extravasation outside of the target vessel due to perforation in the artery. The perforation was treated with a covered stent, however, the patient's condition started to decline. The patient was provided extracorporeal membrane oxygenation (ECMO), which is a form of life support and pericardiocentesis was also performed to remove blood from the pericardial sac. The physician did not attribute the perforation to the ivl but believes that the perforation occurred when the non-compliant (nc) balloon ruptured. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being release for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.